Event description:
It was reported that during a t4-l2 scoliosis uss deformity correction procedure, while the surgeon was using the hook pusher and mallet that impacts the (388.509) rod introduction pliers to push down the collar onto the screw, the surgeon noted that the pliers had broken. During surgery a piece of the instrument broke off and the fragment was caught by the surgeon as soon as the instrument broke. Due to this event no additional operating room time was added because another instrument was available. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted or explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. Placeholder.